Event description:
A volume discrepancy was reported. The expected pump reservoir volume was 3 ml. The actual volume was 20 ml. No alarms were noted in the pump log. Programming was verified to be correct. The pt experienced a return of symptoms (not specified) associated with the event. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.